Event description:
On (B)(6) 2011, a 25mm epic stented porcine heart valve w/flexfit system was implanted due to calcification. Since an unknown date, the patient was reported to have been in and out of the hospital for two months due to heart failure and mitral regurgitation. On (B)(6) 2020, the patient was hospitalized due to dyspnea. Echocardiogram was performed, which revealed vegetation-like image in the left atrium and the left ventricle; infective endocarditis was suspected. Therefore, on (B)(6)2020, the epic valve was explanted. Upon explant, vegetation was not confirmed, however calcification and circumferential pannus formation was observed on the inflow side of the epic valve. No tears were confirmed and no infection could be confirmed. A new competitor's 23mm carpentier-edwards perimount magna mitral ease (manufacturer: edwards lifesciences) was successfully implanted. The patient was reported to be in stable condition post-operatively. Additional information received reported that two weeks post-explant, on (B)(6) 2020, the patient passed away.

Manufacturer narrative:
Explant was reported due to heart failure and mitral regurgitation. The investigation found that cusps 1 and 2 contained calcifications. Cusp 2 was torn. There was fibrous pannus ingrowth on the outflow surface of cusp 2. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the tear could not be conclusively determined, however the degenerative changes noted to the tissue at the tear site could have contributed to the formation of the tear. In addition the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2011, a 25mm epic stented porcine heart valve w/flexfit system was implanted due to calcification. Since an unknown date, the patient was reported to have been in and out of the hospital for two months due to heart failure and mitral regurgitation. On (B)(6) 2020, the patient was hospitalized due to dyspnea. Echocardiogram was performed, which revealed vegetation-like image in the left atrium and the left ventricle; infective endocarditis was suspected. Therefore, on (B)(6) 2020, the epic valve was explanted. Upon explant, vegetation was not confirmed, however calcification and circumferential pannus formation was observed on the inflow side of the epic valve. No tears were confirmed and no infection was confirmed. A new competitor's 23mm carpentier-edwards perimount magna mitral ease (manufacturer: edwards lifesciences) was successfully implanted. The patient was reported to be in stable condition.